Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain / pain") in a (B)(6) female patient who had essure inserted (lot no. A57123, a66674, a67123) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of endometriosis. The only concomitant product mentioned was anilides. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013 she experienced pelvic pain (seriousness criteria medically important and intervention required), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013 she experienced abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)") and vaginal infection ("infection (bladder/urinary tract/vaginal)"). In (B)(6) 2013 she experienced migraine ("migraines/headaches") and headache ("headaches"). Essure was removed on (B)(6) 2020. The patient was treated with surgery (hysterectomy + bilateral salpingectomy). At the time of the report, none of the outcomes for these events were known. The reporter considered abdominal pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure administration. The reporter commented: patient sought treatment for her symptoms. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? No. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: result: tubes were properly occluded.; in (B)(6)2013: result: total bilateral occlusion / tubes were properly occluded (per pfs). Lot number:a57123 manufacture date:2012/10 expiration date:2015/10. Lot number:a66674 manufacture date:2012/10 expiration date:2015/10. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: (B)(6) 2020: essure removal date was added. This case is being submitted retrospectively following an internal review we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a 30-year-old female patient who had essure (batch no. A57123, a66674 inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. Concomitant products included anilides. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)") and vaginal infection ("infection (bladder/urinary tract/vaginal)"). In (B)(6) 2013, the patient experienced migraine ("migraines/headaches") and headache ("headaches"). The patient was treated with surgery (hysterectomy + bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, heavy menstrual bleeding, vaginal discharge, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, migraine and headache outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient sought treatment for her symptoms. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? No. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: tubes were properly occluded.; in (B)(6) 2013: result: total bilateral occlusion / tubes were properly occluded (per pfs).. Lot number:a57123: manufacture date:2012-10, expiration date: 2015-10. Lot number:a66674: manufacture date:2012-10, expiration date: 2015-10. Lot number: a67123: report the cioms is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 2-jun-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.